Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device for support. During support, the patient endured an impella related access site bleed. Blood product delivery was administered.

Manufacturer narrative:
The investigation has been completed for the reported issue of vascular damage - peripheral vessel. The device was not received. As there is no supporting evidence, the relationship between the vascular injury and impella is unknown. As no details were provided, relationship of bleeding and impella is unknown. Additional information for the initial MFR 1220648-2022-01417 was provided in sections b5, e1, g1, h1, and h6. This report is being filed as part of a retrospective review of historical records.

Event description:
During support, vascular injury was reported in the descending aorta due to the effects of cardiac massage.